Event description:
A break in the retention dome during traction removal. The indwelling period was 120 days. The dome portion was removed endoscopically. Medicon's observation: found a breakage in the retention dome. A little amount of dome material was seen adhering to the od of the feeding tube.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed, user related. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. The complainant indicates the complaint sample had been in place for approximately 120 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process.